Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a polypectomy procedure performed on (B)(6), 2012. According to the complainant, and an "abnormal" noise could be heard during device actuation; reportedly, it seemed like the snare was getting caught somewhere inside the sheath. The procedure was completed with another sensation standard oval snare. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good" following the procedure. This event has been deemed reportable based on the investigation results: cautery pin loose.

Manufacturer narrative:
Visual evaluation of the returned device found the cautery pin to be loose. Additionally, one kink was found in the sheath. The device extended and retracted as intended during functional testing, including when it was retroflexed; no resistance was encountered. The condition of the returned device was not consistent with the complaint of abnormal noise and slight difficulty actuating; the complaint was not confirmed. The device showed neither evidence of the alleged issues nor any defects which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted.